Manufacturer narrative:
The reported event of high pacing threshold was not confirmed by analysis. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis noted that visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The bunched up inner coil/ptfe coating of the stylet prevented the stylet to be removed.

Event description:
It was reported that high capture threshold was noted on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. There were no patient consequences.